Event description:
It was reported that approx 1 week after the implantation of a crystalens (at50ao) in the pt's left eye, the lens vaulted anteriorly. The surgeon performed a lens repositioning to address the lens vaulting 2 weeks postoperatively. The lens was subsequently exchanged for another crystalens of the same model and diopter due to persistent lens dislocation. The pt's bcdva prior to lens explantation was 20/20 and the most current bcdva was reported as 20/20. According to the surgeon the pt's prognosis is good.

Manufacturer narrative:
The lens has been returned to bausch and lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.